Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, ischemia, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.5 x 12 mm xience stent in the proximal left anterior descending artery. On (B)(6) 2013, the patient experienced an episode of angina. On (B)(6) 2013, the patient underwent a stress test, which was positive for ischemia, and an electrocardiogram, which was negative for a myocardial infarction. There was no additional information was provided. On (B)(6) 2013: subsequent to the initial information received, the following information was received: on (B)(6) 2013, the patient was hospitalized. On (B)(6) 2013, percutaneous coronary intervention was performed to the target vessel/target lesion. On (B)(6) 2013, the patient was discharged. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report filed on (B)(4) 2013, additional information was received which indicates that the patient's troponin t levels were elevated post procedure on (B)(6) 2013. No treatment was provided; however, the enzyme elevation continues. There was no additional information provided.